Event description:
The risk manager at the hospital reported that during a total hip surgery, the device broke and got stuck in the pt's femur. There was no delay in surgery.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.